Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) over 600 mg/dl with unspecified levels of ketones with symptoms of dehydration such as dizziness and lightheadedness associated with a loss of prime. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the patient was over/under cycling the cartridge. This complaint is being reported because the patient experienced hyperglycemia associated with use error of the cartridge.

Manufacturer narrative:
Device evaluation: no product was returned. A reserved sample of the same cartridge lot number was evaluated and tested by product analysis with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found related to the alleged loss of prime issue. An inspection of the incoming lot number was performed and no defects were found with the lot. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.